Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system control unit (scu) was replaced. After replacement, the rep confirmed the system was actively working/tracking instruments. The system passed the system checkout. The system was found to be fully functional. The rep also mentioned that the site is not adequately charging the batteries on the systems overnight and they frequently shut down while transporting them or moving them around the room. The hardware investigation of the returned scu found that the reported event was related to an electrical issue. When connected to a test system the returned scu powered up without an issue but checking the event log revealed an intermittent internal strober error. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that during a cranial resection procedure, the navigation system showed localizer not connected one hour into surgery. They corrected the issue by rebooting system. The surgery was completed with navigation after minimal delay. There was no reported impact to the outcome of the patient.